Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite) functional testing. The device continued testing and proceeded to pass all functional testing. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced pain and bloating during an unknown process step. It was not reported if the patient was connected to the homechoice pro device at the time of the events. The cause of the events was not reported. It was reported the patient was hospitalized for the events. Renal therapy services initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of a medical intervention associated with this event. At the time of this report, the patient outcome was not reported.